Event description:
During a patient use, it was reported that the device had an intermittent ECG signal through the device the therapy cable. Following a successful administration of synchronized cardioversion treatment to the patient, the patient ECG in the paddles lead (through the therapy cable and electrodes) was reported to change to dashed lines as the device user pressed the charge button. The users verified the electrode placement (pressed down on the electrodes on the person's chest to assure adequate adhesion) and checked all the cable connections to restore the signal. Patient treatment was resumed and the reported issue had no adverse effects on the patient. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and parts info to repair the device. F/u with the customer confirmed that the biomed replaced the therapy connector and observed proper device operation. The device has since been returned to service for use. The removed therapy connector assembly was not returned to physio-control for further analysis.